Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure there was "a small dissection of the coronary sinus without any problems" while the physician was utilizing the delivery catheter. The catheter was removed and an alternative delivery catheter was utilized. The physician was dissatisfied with the performance of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.